Event description:
It was reported that a titan plt 2x2 + 2 - hs hand-xs was found to be damaged at the receiving inspection.

Manufacturer narrative:
No trend is identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of inspection plan shows the device is manufactured according to the spec. A technical investigation was not possible to be performed, as the device was not at hand for investigation. A picture of the device was not received, the kind of damage could not be reviewed. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed.

Manufacturer narrative:
The manufacturer did not receive the device for review. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).